Manufacturer narrative:
(B)(4). Concomitant medical products: persona cr tm standard femora, catalog # 42502807002 ,lot # 64592479. Persona articular surface medial congruent (mc), catalog # 42522100910, lot # 64453814. Persona all poly patella, catalog # 42540000041, lot # 64775343. Customer has indicated that the product will not be returned because it remains implanted. Multiple MDR reports were filled for this event: 0001822565-2020-03708, 3007963827-2020-00290, 0002648920-2020-00487. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure. The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis). Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well. Most hematomas resolve on their own, without surgical intervention, while some others do not. Larger hematomas may need to be surgically evacuated in order to resolve. As time frames of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Appropriate complaint category medical: hematoma. As the complaint indicates this patient had an abnormal, unexpected hematoma that required medical intervention. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was noted to experience a hematoma. The patient underwent a ugi right calf aspiration. However, no revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Anemia is a condition that develops when your blood is deficient in red blood cells (hemoglobin), which limits the hemoglobin's ability to carry enough oxygen throughout the body's system. With the lack of oxygen the patient can experience, light headedness, weakness, faitgue, fainting, dizziness, elevated heart rate. Anemia can be associated with different medical conditions or can be directly related to blood loss during a trauma, surgical procedure or surgical complication. Anemia depending on the cause can be monitored and treated minimally or if hemoglobin is significantly low, it could be indicated that medical intervention is necessary to treat, i.e. Administering blood or other medical interventions. As the complaint indicates this patient had an abnormal, unexpected cardiac response directly correlated with postop bleeding into the hematoma and required medical intervention.

Event description:
From additional information received, it was reported that the patient was admitted to the hospital due to new onset atrial fibrillation with rapid ventricular response secondary to anemia from bleeding into a hematoma at the surgical site. The afib resolved with medical treatment.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
From additional information received, the patient underwent a second hematoma drainage attempt.